Event description:
The device was explanted due to unknown reasons. Additional information has been requested, but has not been made available as of the date of this report, (B)(6) 2012. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 due to an infection. The patient was reimplanted on (B)(6) 2012 with a new device. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.